Manufacturer narrative:
(B)(4). The returned handle was evaluated. The torque out was tested and found out of tolerance. The device was opened and the internal mechanisms which control the torque were found damaged and worn. A review of the manufacturing records did not identify any issues which may have contributed to this event. This issue is being investigated via CAPA.

Event description:
It was reported that a torque limiting handle fell on the floor during surgery. An alternative handle was used to complete the procedure. There were no reports of patient injury associated with this event. Upon evaluation of the dropped handle by the manufacturer, it was found that the torque output did not meet specification.